Manufacturer narrative:
No report of patient involvement. (B)(4). The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to fix the reported issue.

Event description:
The hospital reported that, during pre-use checkout, the flow sensor error showed on the screen. The mechanical ventilation was not available. There was no reported patient involvement.